Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the pump was hit against something hard. Customer's blood glucose level was 275 mg/dl which was addressed by receiving insulin via IV drip and administering manual injections. Reportedly, the customer had manual injections as alternate insulin therapy.